Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It failed the pre-use check with internal leakage and flow transducer tests. Moreover, sound of gas leaking came from the gas module during the test. During ventilation it alarmed for paw high and o2 concentration low. Further investigation on the defective gas module revealed that replacing a printed circuit board inside the gas module resolved the issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue has been reproduced at the manufacturer site. It is confirmed that the replaced gas module is faulty.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).